Event description:
Customer reported "multiple ua's and load cell wide separation, also two failed cardiac arrest's".

Manufacturer narrative:
The complaint of multiple user advisories (ua's) was confirmed. The archive file showed multiple ua7 (discrepancy between load 1 and load 2 too large). One of the load cells was not functioning properly, which was replaced. Archive file also showed ua2 (compression tracking error), which is due to a small pt, or object used on the platform during compression. After the load cell replacement, board was run with a test manikin for 25 minutes and large resuscitation fixture for 7 minutes with no problems. No info about pts' condition was provided.